Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated exact occurrence date is unknown.

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis on an unknown date. It is unknown if the patient was hospitalized. The cause was unknown and the outcome of this peritonitis event was unknown.